Event description:
As phaco tip inserted into eye, shower of fine shinny debris filled anterior chamber. Some debris remained imbedded in iris & corneal incision. Believe debris from handpiece and not phaco tip. Tip was changed & another episode of debris noted.